Event description:
Technician alleged that the bed had no hi/low function due to fluid ingress into the left siderail.

Manufacturer narrative:
Technician replaced the left user control module board and weight frame cable to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.